Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient did not have concerns with their device or therapy, they had received assistance from the hcp or manufacturer representative and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n194056, implanted: (B)(6) 2009, product type: accessory; product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported the patient¿s personal therapy manager (ptm) was not working. The reporter stated they went to the emergency room on (B)(6) 2014. The reporter further stated they need a new ptm right away. It was noted the patient stated the ptm had not worked for a few days. The pump contained morphine. Additional information received reported the ptm stopped working on (B)(6) 2014. The reporter stated that sometimes it works and other times it does not work. It was noted the patient changed the batteries in the ptm and that did not resolve the issue. It was further noted the patient¿s oral pain medication was not helping with their pain. The reporter stated that when they used the ptm they saw the splash screen. It was noted the patient had alkaline duracell batteries in the ptm and they tried three new sets of batteries. It was further noted the ptm had not been dropped or gotten wet. Additional information received reported the patient was having issues with the pump and keeping it on. Additional information was requested, but was not available as of the date of this report.